Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0034512750. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (hospitalization). Risk review: a risk review was completed and confirmed that the event of air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A 40mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. During the post-release effusion check, the tee imager noted a very small air pocket in the aorta. The air was not visualized within the closure device itself, and the source or timing of the air entry was not known. No catheters or other devices were present in the vasculature at the time. No clinical consequences were reported. As a precaution, the physician elected to admit the patient overnight and instructed that they remain lying on their back with their feet elevated to facilitate air resolution. The patient was fully recovered and discharged.

Event description:
It was reported that a n air embolism occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A 40mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. During the post-release effusion check, the tee imager noted a very small air pocket in the aorta. The air was not visualized within the closure device itself, and the source or timing of the air entry was not known. No catheters or other devices were present in the vasculature at the time. No clinical consequences were reported. As a precaution, the physician elected to admit the patient overnight and instructed that they remain lying on their back with their feet elevated to facilitate air resolution. The patient was fully recovered and discharged.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.